Event description:
It was reported that the implantable pulse generator (ipg) was "ineffective". The physician reported the patient returned with a low intrinsic rate and felt dizziness. The device was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device was returned and analyzed. No anomalies were found. (B)(4).